Manufacturer narrative:
Upon follow-up with the site, the site was not able to identify the patient in the reported event. As such, the serial number could not be obtained and no further information was provided. As the device remains implanted, no investigation was possible. As no investigation was possible, the root cause of the event cannot be determined. Although it is possible that the patient's specific clinical condition (perceval implant with annulus plications) contributed to the reported event, this cannot be confirmed.

Manufacturer narrative:
Device not explanted - tavi performed.

Event description:
It was reported that a perceval pvs27 valve was treated with a valve-in-valve due to svd. The patient was a young man, and the perceval pvs27 was reportedly too small for the annulus, but the valve was implanted with annulus plications. No other information was provided.